Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, a 6mm amplatzer vascular plug ii (lot number: 6714027) was selected for a pda closure procedure after sizing the defect on angiogram. After deploying the device, the system pushed back into the pulmonary artery. The user reported the size was not appropriate and the device was exchanged for an 8mm amplatzer vascular plug ii (lot number: 6365332). Using the same sheath, the device was positioned in the pda and a tug test was performed to confirm stability. Angiogram showed the device was pressing against the ductus arteriosus and the device was released. A few minutes following release, angiogram of the right ventricle revealed the device migrated within the pda, and a few minutes following, the device embolized to the left pulmonary artery. The patient was treated with 10000 unites of heparin and the acts were monitored. The device was retrieved using a 10mm amplatzer gooseneck snare and 7f sheath. After another angiogram, a 10mm amplatzer vascular plug ii (lot number: 6512850) was selected for implant using a 5f high flex sheath. After deployment, tug test confirmed excellent and stable positioning of the device and the device was released. A final angiogram confirmed the device was stable. Additional information has been requested to confirm the patient's status and date of procedure.

Manufacturer narrative:
An event of embolization after patent ductus arteriosus closure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, per the instructions for use, (B)(4) rev. A, "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established." Furthermore, information from the field indicated that a larger, 10mm, amplatzer vascular plug ii was subsequently used.

Event description:
On (B)(6) 2019, a 6mm amplatzer vascular plug ii (lot number: 6714027) was selected instead of an available duct occluder for a pda closure procedure after sizing the defect on angiogram. After deploying the device, the system pushed back into the pulmonary artery. The user reported the size was not appropriate and the device was exchanged for an 8mm amplatzer vascular plug ii (lot number: 6365332). Using the same sheath, the device was positioned in the pda and a tug test was performed to confirm stability. Angiogram showed the device was pressing against the ductus arteriosus and the device was released. A few minutes following release, angiogram of the right ventricle revealed the device migrated within the pda, and a few minutes following, the device embolized to the left pulmonary artery. The patient was treated with 10000 unites of heparin and the acts were monitored. The device was retrieved using a 10mm amplatzer gooseneck snare and 7f sheath. After another angiogram, a 10mm amplatzer vascular plug ii (lot number: 6512850) was selected for implant using a 5f high flex sheath. After deployment, tug test confirmed excellent and stable positioning of the device and the device was released. A final angiogram confirmed the device was stable. The patient is reported to be in great condition.